Manufacturer narrative:
This report is based solely on lead return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached; full right ventricular lead was returned and analyzed.

Event description:
It was reported that the atrial lead had sensing difficulty and oversensing. After the pocket was opened to replace the atrial lead, the patient developed pectoral stimulation via the right ventricular lead. Both leads were explanted and replaced and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.